Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited low pacing impedance. A lead revision was discussed but not yet performed. No intervention was made. The patient was in stable condition.